Event description:
Customer reported receiving an error-3 message on their locked freestyle meter, when the test strip was inserted. When the device was returned, investigation revealed device is now unlocked, with uom selectable.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. Uom was set to mg/dl when meter was received. Found reset calibration memory values causing the uom to be selectable, the batery icon and booklet icon to appear on the display and give e3 errors. Serial number was also corrupt. Meter is inoperable. Customers and retailers have been informed through the fa 16 may, 2006 letter.